Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2008 and mesh was implanted. The patient experience pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, burning sensation and bleeding.

Manufacturer narrative:
Resubmission with the correct file number. It was reported that patient underwent transvaginal removal of tvt secure mesh, cystoscopy and right bladder cystotomy on (B)(6) 2010 by dr. (B)(6).

Event description:
It was reported that patient underwent transvaginal removal of tvt secure mesh, cystoscopy and right bladder cystotomy on (B)(6) 2010 by dr. (B)(6).